Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, the impreglon coating on the device was worn off. This condition could cause the device to stick, and not allow the collet to release the wire.

Event description:
It was reported that the device was not working. It is unknown if this occurred during a procedure or if there were any adverse consequences associated with this event. Multiple attempts to gather additional information from the account have been unsuccessful.